Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported was likely the result of instability of the knee which may have been due to malalignment between the femoral and tibial components or patient related factors. It is unclear if the tibial insert wear may have contributed to the joint instability and/or if the instability may have contributed to the wear of the tibial insert.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Per protocol, explanted exactech components from a revision left total knee replacement procedure were collected, washed, and returned to exactech for evaluation. During the revision procedure, the left knee femoral and tibial metal components were found to be stable. The sz 4, 13mm polyethylene tibial component was found to have substantial wear and was replaced with a larger thickness poly insert, 15mm. The knee with the new poly was stable in flexion, extension, and drawer test. Patient was last known to be in stable condition following the event.